Manufacturer narrative:
Manufacturer completed the entire form. Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
A report was received alleging that the tracheostomy tube cuff was leaking after 6 hours in situ. An emergent tracheostomy tube change was performed. No incident related medical sequela was reported.